Manufacturer narrative:
The insulin pump was received with cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, and scratches on reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he received his new insulin pump and also received the notice about the scroll wrap. Customer stated he tested the insulin pump and the device did not do what the letter informed him it would do. Customer requested exchange. Customer's blood glucose was unknown. No further information reported.